Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and stomach pain. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, intraperitoneal and frequency and duration were not reported) and heparin injection (intraperitoneal, dose, frequency and duration were not reported) for cloudy fluid. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.